Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. It was reported that the device was opened to be prepped. The scrub tech noted the screw handle was broken; however, the packaging was not damaged. Potential cause of the break is the device was in the trunk of a vehicle that was involved in a collision. The device was never inserted in the patient. Another endurant device was implanted without complication. No clinical sequelae were reported and the patient is fine. The device was discarded by the user facility.